Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab for pt 1. Results as follows: date: (B)(6) 2012; inratio2: 1.4, 1.1; lab: 1.97. Caller also reported imprecision with inratio2 meter for pts 1 and 2: pt 1 - date: (B)(6) 2012; inratio2: 1.4, 1.1; pt 2 - date: (B)(6) 2012; inratio2: 1.2, 2.4. Nurse was unable to provide exact details about correlation or any additional pt info. Facility has 2 inratio meters. Nurse states that there are no issues with the other inratio meter and noticed glue and gunk build up with the meter having discrepant issues.